Event description:
Rec'd a voluntary medwatch form from the customer which states, "the head of the needle of the central line kit broke off as the needle was under the clavicle subcutaneously. The needle was able to be retracted from underneath the skin, but a new kit had to be opened to get an unbroken needle." Upon query with the customer, the following info was rec'd: "it was a senior faculty member performing the procedure. It was the first attempt with the needle, when it broke. The needle felt normal and at the very beginning of inserting the needle, the needle broke. The piece was visualized by the physician. The piece was pulled out by pushing down on the pt's skin. A snare or surgery was not required, the piece came out easily. The catheter was placed easily with a second kit." No report of adverse pt effect. Add'l pt info was requested, but no further info was available.